Event description:
From staff: while draining plural fluid the surgeon noticed that there was an area on the tubing that appeared to be leaking. The surgeon attempted to tighten the connection where the leak was. The next time the surgeon pushed pleural fluid into the drainage bag the connection let go and pleural fluid was pushed forcefully toward the surgeon and got on the surgeons shoe and the floor. The product is a carefusion thora - para catheter. Lot # 0001319438. The port that let go was between the syringe and the drainage bag.